Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot 104763), is related to case with patient identifier (B)(6) (test strip lot 104584).

Event description:
It was reported the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl) with system 1 (test strip lot 104584). "Hi" mg/dl (greater than 600 mg/dl) with system 1 (test strip lot 104763). 150 mg/dl with system 2 (test strip lot 104584).